Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to request a replacement cycler, during the call the patient stated that they had been off the cycler for a month due to being in the hospital for an infection. Upon follow up, the pdrn stated the patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and a wbc count of 4241/mm3. The pdrn stated the patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The pdrn reported the patient was not hospitalized for this event and was prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The pdrn stated the patient underwent an outpatient procedure for a pd catheter (not a fresenius product) revision in the middle of (B)(6) 2023 (exact date unknown) following this infection and they were transitioned to back up in-center hemodialysis for renal replacement therapy while they healed from the procedure. The pdrn affirmed the patient¿s catheter (not a fresenius product) revision was unrelated to their peritonitis infection as the pd catheter (not a fresenius product) was determined to be in malposition prior to this event. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient resumed ccpd therapy on the same liberty select cycler on (B)(6) 2023.